Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 11mm event was confirmed. Due to the lack of medical imaging, the type iiib endoleak is unconfirmed. However, it is unclear if the concomitant product use condition (ovation extender in the right limb) was the causation of the reported event. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was discharged home stable on postoperative day one following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with one (1) afx2 bifurcated stent graft, one (1) afx (duraply) vela suprarenal device, and one (1) ovation ix extender; this is an off-label procedure due to incompatible use of ovation with afx products. Approximately three and a half (3.5) years post initial procedure, the patient presented at routine surveillance with significant aneurysm growth (of 1cm), mild abdominal discomfort, and a type iiib endoleak of the proximal extension. The physician elected to treat the patient by successfully relining the originally implanted devices with an additional one (1) vela suprarenal and one (1) vela infrarenal devices. The final patient status post re-intervention is discharged and asymptomatic.